Event description:
It was reported that this electrode was implanted the day before on this patient with a significant amount of adipose tissue. The electrode was placed higher and at an angle, post operative chest x ray showed a larger curve more inferior, all sensing vectors passed and the impedance is withing range. Technical services (ts) was asked to review the x ray, discussed electrode in breast would concern overall electrode stability to movement and it is physician discretion if the electrode needs to be revised. The field representative noted that this electrode was potentially going to be revised. Subsequently this electrode was successfully revised. No additional adverse patient effects were reported.